Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an "automatic correction bolus" via the pump software was delivered, which resulted in the customer's blood glucose (bg) decreasing to 50 mg/dl. Low bg was addressed by consuming glucose tablets. Reportedly, the customer was "very sensitive to the insulin" and acknowledged that the pump software was performing as intended by delivering the recommended bolus. Recommendation was made to discuss diabetes management with a healthcare professional.